Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2016 he had dinner and treated with a bolus. He had a hard time walking in the parking lot afterwards; someone asked him if he was fine to drive and notified he needed medical attention. He leaned against a car and then fell unconscious. The customer stated that when he woke up, the paramedics were there and he was informed his blood glucose was 20 mg/dl. He was treated by the paramedics but declined to go to hospital. Customer also mentioned his blood glucose was high at 250 mg/dl the day of the call and he treated with manual injection. He went to bed and when he woke up, it was at 64 mg/dl. Customer declined troubleshooting.